Event description:
It was reported that the patient's implantable neurostimulator (ins) would turn off without making any adjustments. It was noted that it had been happening randomly (roughly once per month) for the past year and that she was usually at home during the occurrences. There was no known accident or incident associated with this event. Additional information was requested, but was not available at the time of this report. See also manufacturer's report #3004209178-2012-03397.

Manufacturer narrative:
(B)(4).

Event description:
It was reported three years later that the ins sets automatically and turns off the ins automatically. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3775-75, serial #(B)(4), implanted: (B)(6) 2008, explanted: na; lead model 3775-75, serial #(B)(4), implanted: (B)(6) 2008, explanted: na; lead model 3888-33, serial #(B)(4), implanted: (B)(6) 2010, explanted: na; lead model 3888-33, serial #(B)(4), implanted: (B)(6) 2010, explanted: na; lead model 3888-33, serial #(B)(4), implanted: (B)(6) 2010, explanted: na; lead model 3888-33, serial (B)(4), implanted: (B)(6) 2010, explanted: na; extension model 3708220, serial #(B)(4), implanted: (B)(6) 2010, explanted: na; extension model 3708220, serial #(B)(4), implanted: (B)(6) 2010, explanted: na; programmer model 37743, serial (B)(4), recharger model 37752, serial (B)(4); concomitant ins system (left): neurostimulator model 37712, serial (B)(4), implanted: (B)(6) 2008, explanted: na; lead model 3778-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: na; lead model 3778-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: na; programmer model 37743, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. (B)(4).

Event description:
Additional information requested reported that the patient received assistance in regards to her device in (B)(6) 2012. The patient was able to talk to the physician and manufacturing representative and her concerns were resolved. Refer to manufacturing report # 3004209178-2012-03397.